Manufacturer narrative:
The reported events high pacing impedance and lead fracture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure that the left ventricular (lv) lead had high pacing impedance. The physician suspected lead fracture. The lv lead was not used, and the physician elected to complete the procedure with a different lv lead. The patient condition was stable following the procedure.